Event description:
Pt was placed in acuvue advance trail product and developed "pain and a white spot on my right pupil after 2-3 days of wear." Patient was seen by dr. In 2004. Pt diagnosis: "corneal ulcer od." Pt was prescribed "vigamox drops q1hr x 24 hrs." Pt returned for follow up the next day. Chart indicates: "lotemax drops q1hr x24, then q2hr x 1 day, then q3hr x1 day, the q4hr x1 day. Return for follow up" three days later. The pt did not return for follow up visit. No further information available.